Event description:
The facility reports, the resident was being transferred from her wheelchair, with the assistance of three staff members and two medical transport emt's, onto a transport trolley. The resident was in the sling and using the lifter, was raised up to clear the wheelchair (so the trolley could be moved under her). At this point, the two leg straps of the sling snapped and the resident slid out of the sling to the floor, legs first. The resident was taken to the emergency room. The resident sustained bruises to her right shoulder and arm area, which were treated with ice.